Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Event description:
The customer reported via phone call that the insulin pump had moisture on the screen and it has a crack on the back from bottom left all the way at the bottom. The customer blood glucose level was unknown. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.